Event description:
Doctor reported inflammation, supuration, edema and pain 10 days after surgery, which does not completely clear up with antibiotics and antiseptics. Doctor also indicated possible bone necrosis at both implants. There is a delay in procedure, waiting for the bone to heal. Patient has been rescheduled for new implants placement. Tooth site 32 and 36. Implants were removed.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).A1: Patient Identifier unknown / not provided.A4: Patient Weight unknown / not provided.D10. Concomitant Medical Products TSVB11, IMPL TAPERED SCR-V MTX 3.7MM 3.5MM 11.5MM lot 1295393.H6: Event Problem Codes ¿ Patient Code: 1994 pain, 1932 inflammation.